Event description:
It was reported that this is the second catheter placed in this (B)(6), male, patient (pt). The insertion site was the right femoral artery. The pt was being treated for cardiogenic shock. The first catheter was replaced because it had been in for 7 days and the pt had spiked a temperature, so they decided to replace the catheter. Around 10:00 am on (B)(6) 2011, the unit nurse started having "helium loss alarms." There was no blood in the tubing. They checked for kinks and connections. The pt was in a stable rhythm. The pt was on the ventilator. The alarm was reset and then about two hours later there was another helium loss alarm. They could not find any reason for the alarm. After the third helium loss alarm, they placed a call to the hot line. The hot line discussion focused around a possible kink in the catheter. After the hot line call, the alarms increased in frequency. The patient was not particularly restless, but was more active than earlier in the day. There was no mention about checking the positioning of the catheter via x-ray. The unit staff notified the physician and he made the decision to remove the intra-aortic balloon (iab). The physician told the sales rep that after removal, he looked at the iab and it appeared that the top 1/3 of it was not open. He felt that the balloon must not have been unwrapped in the aorta. He was questioned if he had checked the balloon inflation and deflation in the aorta during insertion and he could not remember in this case. It was explained by the clinical that if the balloon was partially wrapped after insertion, it would have been expected that they would have received alarms after insertion. These alarms did not occur until the next day in the unit. The physician placed another iab via the left groin and the pt went on to require a vad (ventricular assist device) along with the iab. The pt's condition did not improve over time with both therapies and the decision was made to discontinue therapy (B)(6) 2011. The patient passed away on that day.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.